Manufacturer narrative:
Based upon the inquiry information received visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that the sthc1 holster has a broken rear rotation knob. There have been no pt consequences reported.